Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) observed rod to be fully extended [device malfunction] in hospital for a week [hospitalisation]. Case description: study ID: (B)(6). Study description: trial title: a patient support programme intended to provide nurse support to patients starting and continuing norditropin in the form of a home care service and a delivery service in (B)(6). This serious solicited report from the (B)(6) was reported by a consumer as "observed rod to be fully extended(device component malfunction)" with an unspecified onset date , "in hospital for a week (hospitalisation)" with an unspecified onset date and concerned a female patient who was treated with nordipen 15 (device) from unknown start date for "device therapy", norditropin simplexx (somatropin) (dose, frequency & route used-unk, unknown) from unknown start date for "drug use for unknown indication", norditropin (somatropin) (dose, frequency & route used-unk, unknown) from unknown start date for "drug use for unknown indication". Medical history was not provided. On an unknown date, patient was hospitalized (reason unspecified) for a week and while discharge patient was given the hormone which was ruined. It was observed that the rod of pen was fully extended. Patient couldn't put it back and they couldn't use. It's been 4 days since patient hasn't had her pen. Patient got it back to hospital that it was stuck and they told us they couldn't do anything. Batch numbers of nordipen 15, norditropin simplexx, norditropin: not available. The outcome for the event "observed rod to be fully extended (device component malfunction)" was not reported. The outcome for the event "in hospital for a week (hospitalisation)" was not reported. Action taken with suspected products was not reported. Reporter's causality (nordipen 15) - observed rod to be fully extended(device component malfunction): probable. In hospital for a week(hospitalisation): probable. Company's causality (nordipen 15) - observed rod to be fully extended(device component malfunction): possible. In hospital for a week(hospitalisation): unlikely. Reporter's causality (norditropin simplexx) - observed rod to be fully extended(device component malfunction): probable. In hospital for a week (hospitalisation): probable. Company's causality (norditropin simplexx) - observed rod to be fully extended (device component malfunction): possible. In hospital for a week(hospitalisation): unlikely. Reporter's causality (norditropin) - observed rod to be fully extended (device component malfunction): probable. In hospital for a week(hospitalisation): probable. Company's causality (norditropin) - observed rod to be fully extended (device component malfunction): possible. In hospital for a week(hospitalisation): unlikely preliminary manufacturer's comment: 07-jan-2022: the suspected device nordipen has not been returned to novo nordisk for investigation. No conclusion is reached. Company comment: hospitalization is assessed as unlisted event according to the novo nordisk current ccds in norditropin simplexx and norditropin. Relevant information on reason for hospitalization, therapy details, action taken with suspected products and outcome of the events are unavailable for complete causality assessment. Considering the nature of event, and safety profile of suspected products, causality is assessed as unlikely related. This single case report is not considered to change the current knowledge of the safety profile of norditropin simplexx and norditropin.

Event description:
Case description: investigation result: product name: nordipen 15 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Product name: norditropin simplexx 15 mg/1.5 ml batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Product name: norditropin batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Final manufacturer's comment: 16-mar-2022: the suspected device (nordipen) has not been returned to novo nordisk a/s for the investigation. In spite of repeated effort to get additional information(device and its batch number), batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of nordipen. Since the information on clinical event due to technical problem is unavailable, case is assessed as non-reportable. H3 continued: evaluation summary: nordipen 15: no investigation was possible, because neither sample nor batch number was available.